Event description:
It was reported that the ventilator carried out the selftest. Loss of patients blood pressure during the problems with the ventilator. The staff tried to reset the machine by cycling the power but it still didn't function. The ventilator was then swapped for another machine. Patient had to be manually ventilated with an ambubag whilst the ventilator were changed, blood pressure improved and stabilized by increasing the infusion rate of the drug noradrenaline.

Manufacturer narrative:
Device was requested by the manufacturer and is still expected to be sent for an investigation. Evaluation results will be reported in a follow up report.